Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and confirmed the u-04 errors on multiple counts. The fse replaced the erbe generator. The system was tested and verified as ready for use. Isi received the erbe generator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not reproduce the reported complaint. The unit energized and cauterized, and all ports recognized instruments. However, m-b0/c-00 errors were confirmed present in error logs. A procedure log review confirmed that the right hemicolectomy procedure was performed on (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted to isi for review. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error 25913 triggering the u-04 message on the generator due to memory issues. This complaint is considered a reportable event due to the following conclusion: the erbe generator kept producing repeated errors during procedure. The surgeon was able to continue with the procedure and completed it robotically without any patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the staff encountered repeated u-04 errors on the erbe. Onsite logs showed error 25913 on robot and u-04 on the erbe. Technical support engineer (tse) had staff reboot erbe to clear the error. Staff stated that they performed the same troubleshooting from the previous day, and it came back today. The procedure was completed with no patient harm. Three attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.